Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced skin challenges, extrusion of the implant at the antenna region, and poor skin quality. Subsequently, a surgical procedure was performed to close the skin defect and the device was explanted on (B)(6) 2026. Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.